Event description:
The reason for explant is not known at this time. The valve was replaced with sjm 21aj-501.

Event description:
In 1994, dr. Implanted a 19 mm aortic st. Jude medical mechanical heart valve hemodynamic plus series (model 19ahp-105). The pt had a history of hypertension, non-insulin dependent diabetes mellitus, heart murmur since birth, and had a permanent ddd pacemaker implanted three days postoperatively due to complete heart block. In 2000, the dr. Explanted this valve due to leaflet impedance. According to the operative report, while waiting for surgery and on heparin, the pt developed a large groin psueoaneurysm, which necessitated immediate surgery. At explant, while dissecting the previous aortotomy site, the right coronary artery was "injured". "Obvious pannus" was observed in the noncoronary sinus and obstructed enlargement procedure". This allowed a 21 mm st. Jude medical mechanical heart valve sjm masters series (model 21aj-501) to be implanted. A single coronary artery bypass and repair of the pseudoaneurysm was also performed. No additional info was available.